Event description:
It was reported that during veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the small battery drive device was making weird noises. As a result, there was a forty-five minute delay in the surgical procedure. A spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred five to six months ago; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.